Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(6), UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) was very dirty with evergreen tree remnants in the return box. The psu had scratches on the housing, and all the metal surfaces on the back of the housing were rusted. A check of the event log showed intermittent firmware incompatibility and intermittent low illuminator current. There was a low battery voltage message along with bump detected and storage temperature exceed. The psu failed an accuracy test (aak) at 0.615mm with a passing threshold of .025mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, c07, c08 and fdc d02 are applicable to the hardware analysis. Multiple fdd/annex a codes were reported. A05 was coded for the damaged camera. A12 was coded for the camera issues. A1102 was coded for the error message associated with the damaged camera. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was defective. After the transport to the workshop (congress), the manufacturer representative (rep) noticed that the camera was not working. Troubleshooting was performed, and the network device interface (ndi) configuration tool showed the following message, "bump detector battery fault. Return for service. Bump detected. Accuracy assessment recommended. Storage temperature exceeded." The rep checked the cables and connections. The rj45 cable had visible signs of wear. The probable cause of the reported issue was the back cover was also broken in transit. The next step was replace the camera. There was no patient involvement.

Manufacturer narrative:
H2. H3: the returned cable was analyzed. It had a damaged jacket near one connector end. The internal wires had been exposed, but there were no bare conductors. Otherwise, the cable and connector both passed a continuity test with no opens or shorts detected. Previously reported codes b01, c07, and d02 are applicable. The returned bin was analyzed. All four ball studs had been pulled out and were missing from the returned bin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.